Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic inflammatory disease ('pelvic inflammation') in a (B)(6) female patient who had essure (batch no. 624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced pelvic pain ("pelvic pain/ pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced fibromyalgia ("autoimmune disorder nos/ autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2012, the patient experienced migraine ("migraines/ headaches"). In 2013, the patient experienced amenorrhoea ("hormonal changes describe: amenorrhea") and coagulopathy ("blood clots"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and nervous system disorder ("nuero condit/problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic inflammatory disease, genital haemorrhage, fibromyalgia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, headache, gastrointestinal disorder, nausea, weight increased, nervous system disorder, amenorrhoea, vaginal haemorrhage, depression, migraine, uterine leiomyoma, coagulopathy and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, bladder disorder, coagulopathy, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted (B)(6) 1969 (as reported) (discrepancy noted). Date(s) of insertion: (B)(6) 2007 (as reported) (discrepancy noted). Left side-3 coils and right side-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-dec-2019: reporter, patient demographics, medical history and laboratory test type updated were added. Essure lot number added. Added events hormonal changes describe: amenorrhea, abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression, migraines/ headaches, reproductive system disorder or condition type of disorder or condition: fibroids, blood or heart disorder/condition type: blood clots, vaginal pain, pelvic inflammation. Updated event autoimmune disorder type of disorder: fibromyalgia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and pelvic inflammatory disease ('pelvic inflammation') in a 35-year-old female patient who had essure (batch no. 624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On (B)(6)2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6)2011, the patient experienced fibromyalgia ("autoimmune disorder nos/ autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2012, the patient experienced migraine ("migraines/ headaches"). In 2013, the patient experienced amenorrhoea ("hormonal changes describe: amenorrhea") and coagulopathy ("blood clots"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and nervous system disorder ("nuero condit/problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6)2017 and essure removed). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, pelvic inflammatory disease, genital haemorrhage, fibromyalgia, abdominal pain, back pain, dysmenorrhoea, dyspareunia, intermenstrual bleeding, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, headache, gastrointestinal disorder, nausea, weight increased, nervous system disorder, amenorrhoea, vaginal haemorrhage, depression, migraine, uterine leiomyoma, coagulopathy and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, bladder disorder, coagulopathy, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nervous system disorder, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted-31dec1969 (as reported) (discrepancy noted). Date(s) of insertion: (B)(6)2007 (as reported) (discrepancy noted). Left side-3 coils and right side-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Lot number:624499 manufacturing date: 2007/07 expiration date:2009/06 most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic inflammatory disease ('pelvic inflammation') in a 35-year-old female patient who had essure (batch no. 624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced fibromyalgia ("autoimmune disorder nos/ autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2012, the patient experienced migraine ("migraines/ headaches"). In 2013, the patient experienced amenorrhoea ("hormonal changes describe: amenorrhea") and coagulopathy ("blood clots"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and nervous system disorder ("nuero condit/problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2017 and essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, pelvic inflammatory disease, genital haemorrhage, fibromyalgia, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, headache, gastrointestinal disorder, nausea, weight increased, nervous system disorder, amenorrhoea, vaginal haemorrhage, depression, migraine, uterine leiomyoma, coagulopathy and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, bladder disorder, coagulopathy, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted-31dec1969 (as reported) (discrepancy noted). Date(s) of insertion: (B)(6) 2007 (as reported) (discrepancy noted). Left side-3 coils and right side-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number:624499 manufacturing date: 2007/07 expiration date:2009/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received : case was upgraded to incident. Essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic inflammatory disease ('pelvic inflammation') in a 35-year-old female patient who had essure (batch no. 624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced pelvic pain ("pelvic pain/ pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced fibromyalgia ("autoimmune disorder nos/ autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2012, the patient experienced migraine ("migraines/ headaches"). In 2013, the patient experienced amenorrhoea ("hormonal changes describe: amenorrhea") and coagulopathy ("blood clots"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and nervous system disorder ("nuero condit/problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic inflammatory disease, genital haemorrhage, fibromyalgia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, headache, gastrointestinal disorder, nausea, weight increased, nervous system disorder, amenorrhoea, vaginal haemorrhage, depression, migraine, uterine leiomyoma, coagulopathy and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, bladder disorder, coagulopathy, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted-31dec1969 (as reported) (discrepancy noted). Date(s) of insertion: (B)(6) 2007 (as reported) (discrepancy noted). Left side-3 coils and right side-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number:624499 manufacturing date: 2007/07 expiration date:2009/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.